Event description:
Complainant alleged that while attempting to pace a (B)(6), female, pt, in cardiac arrest, the device's pacer output was not adjustable and the device lost capture of the pt's heart rhythm. Complainant indicated that the pt subsequently expired.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a f/u report when our investigation is completed.